Manufacturer narrative:
(B)(4). MFR/eval/investigation in process. Device record history was reviewed. No ncmrs, complaint trends or related CAPA identified. Result: record eval completed. Complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports lower than expected results on protime microcoagulation system. Protime generated inr 1.2. Coumadin was increased based on result. Hospital lab generated inr 2.4. Pt's therapeutic range 2.0-3.0. No adverse event(s) reported.